Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed in its center, i.e. Several struts are strongly bent. Stent imprints were observed on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. The crimped diameter of the stent was measured outside of the deformed zone and still complies with the specification. In addition, the device tip was found deformed (i.e. Shows indentations). Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of al lesion with 80% stenosis degree in the mid lad. The pre-dilated lesion could not be crossed, and damage to the stent occurred during device withdrawal.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of al lesion with 80% stenosis degree in the mid lad. The pre-dilated lesion could not be crossed, and damage to the stent occurred during device withdrawal.